Event description:
Reporter stated that the user from the facility reported that the top segment on the volume display on station 8 of the unit was not working.the reporter had the user rub his thumb across the display, which reestablished the function. Since the problem was resolved by telephone the unit will not be returned for evaluation. No patient involvement.